Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-00380. It was reported during follow up the patient underwent surgical intervention to address the auto reducing issue. During the procedure it was noted the lead displayed high impedance. As a result, the patients lead and ipg were explanted and replaced. Surgical intervention addressed the issue.